Event description:
A peritoneal dialysis (pd) patient experienced a fluid leak from a minicap transfer set which resulted in peritonitis. It was further specified, the patient rolled over and heard a "pop" sound followed by fluid on the bedding. According to the reporter, the "pop" was the tubing being pulled out of the end of the transfer set where the twistable clamp mechanism goes over the tubing. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient received unspecified antibiotics for the peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
D4: the associated lot numbers provided were h21h30039 and h24c21093. D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter phone number (additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the patient did not have peritonitis (previously reported as had peritonitis). The patient was placed on antibiotics as "empiric coverage while awaiting effluent results". H11: based on additional information received, the minicap transfer set was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.